Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The technician attempted to flush/aspirate the inner lumen and was unable to do so. The technician then attempted to insert a 0.025¿ laboratory guide wire through the inner lumen of the returned iab and found that the inner lumen was occluded. The technician was unable to clear the occlusion, however evidence of dried blood was observed at the tip of the guide wire. The condition of the iab as received indicated dried blood occluding the inner lumen. This can cause difficulty monitoring the balloon waveform. The evaluation confirmed the reported problem. Blood clotting within the inner lumen will seal the passage. It is difficult to determine when the occlusion occurs, however, if this occurs during the procedure it will be impossible to flush or aspirate through the inner lumen. It can also cause poor or no pressure waveform and guide wire insertion difficulty. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that on (B)(6) 2017 during intra-aortic balloon (iab) therapy for an ami patient arterial pressure could no longer be taken over time. However initially pressures could be taken. The iab was replaced to continue therapy. There was no injury or harm to the patient.

Manufacturer narrative:
Although good faith efforts have been attempted to retrieve the device, the device was not returned by the customer and so could not be evaluated. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that on (B)(6) 2017 during intra-aortic balloon (iab) therapy for an ami patient, arterial pressure could no longer be taken over time. However, initially pressures could be taken. The iab was replaced to continue therapy. There was no injury or harm to the patient.